Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail insertion handles/unknown lot. Part and lot numbers are unknown. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the cannulated connecting screw would not disengage from tfna after case was complete. It was extremely difficult to remove the cannulated connecting screw from the unknown insertion handle and took much more force that it should have. There were 5 minutes surgical delay. No fragments generated. The procedure successfully completed. No patient consequences. This complaint involves two (2) devices. This report is for (1) unk - nail insertion handles. This report is 2 of 2 (B)(4).